Event description:
Podiatrist reports that 3 or 4 of his pts in the last 1 1/2 yrs have had allergic reactions including localized itching, redness, and swelling after using latex toe shields. Dr's concern is that this may sensitize pts to latex and later head to anaphylactic reactions upon exposure to other latex products.